Event description:
During arthroscopic partial menisectomy of pt's left knee, physician grasped the meniscus using normal tension and a snap was heard. The instrument was removed and it was discovered that the tip of one of the grasper arm was not present. The arthroscopic portal medially was expanded and superficial dissection was performed. However, the grasper fragment was not found. X-ray was called and an ap x-ray was obtained revealing the fragment was localized medially adjacent to bone posteriorly beneath the tibial plateau. Pt returned to center for surgery for removal of grasper tip on (B)(6) 2009.

Manufacturer narrative:
The device has not been received by smith & nephew for eval, (B)(4). (B)(6).